Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 469 mg/dl. No form of treatment was reported. Customer's blood glucose value was 469 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues and device setting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have received a motor error and a no delivery and troubleshooting was performed and completed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.